Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to treat a biliary obstruction post-roux-en-y gastric bypass (rny) during an endoscopic ultrasound (eus) - directed transgastric endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy as intended. After cautery was applied and the catheter was advanced through the working channel, deployment of the distal flange (step 2) was attempted but did not proceed. Troubleshooting involved removing the catheter and reattempting deployment; however, significant resistance was encountered. The stent remained fully covered by the outer sheath and was partially deployed on the delivery system upon removal. A fistulous tract had already been created during the initial steps of the procedure, which the physician subsequently closed. Due to the absence of a backup stent, the procedure was discontinued and rescheduled. A new date for the rescheduled procedure has not yet been confirmed by the physician. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted in a biliary obstruction. The axios stent and electrocautery enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts great than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The device is not indicated for treatment of a biliary obstruction.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to treat a biliary obstruction post-roux-en-y gastric bypass (rny) during an endoscopic ultrasound (eus) - directed transgastric endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy as intended. After cautery was applied and the catheter was advanced through the working channel, deployment of the distal flange (step 2) was attempted but did not proceed. Troubleshooting involved removing the catheter and reattempting deployment; however, significant resistance was encountered. The stent remained fully covered by the outer sheath and was partially deployed on the delivery system upon removal. A fistulous tract had already been created during the initial steps of the procedure, which the physician subsequently closed. Due to the absence of a backup stent, the procedure was discontinued and rescheduled. A new date for the rescheduled procedure has not yet been confirmed by the physician. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted in a biliary obstruction. The axios stent and electrocautery enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts great than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The device is not indicated for treatment of a biliary obstruction.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Blocks d2a (common device name) and d2b (pro code product code)), and g4 (premarket / 510(k) #) were corrected. Block h6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf patient code e2314 captures the reportable event of fistula. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. During functional inspection, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent was able to be deployed. Additionally, it was found that outer sheath was twisted. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. However, the stent was able to be appropriately deployed after functional testing. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed event of sheath twisted was most likely caused due procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the available information, the most probable root cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU. The complainant reported that the axios stent was to be implanted in a biliary obstruction. The IFU states: "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall". The device is not indicated for treatment of a biliary obstruction. In addition, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent deployment problem. Imdrf patient code e2314 captures the reportable event of fistula. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. During functional inspection, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. Also, the stent hub was moved down to the second and fourth position. The stent was able to be deployed. Additionally, it was found that outer sheath was twisted. No other damages were noted with the stent or the delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned partially deployed. However, the stent was able to be appropriately deployed after functional testing. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed event of sheath twisted was most likely caused due procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Based on the available information, the most probable root cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU. The complainant reported that the axios stent was to be implanted in a biliary obstruction. The IFU states: "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall". The device is not indicated for treatment of a biliary obstruction. In addition, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to treat a biliary obstruction post-roux-en-y gastric bypass (rny) during an endoscopic ultrasound (eus) - directed transgastric endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy as intended. After cautery was applied and the catheter was advanced through the working channel, deployment of the distal flange (step 2) was attempted but did not proceed. Troubleshooting involved removing the catheter and reattempting deployment; however, significant resistance was encountered. The stent remained fully covered by the outer sheath and was partially deployed on the delivery system upon removal. A fistulous tract had already been created during the initial steps of the procedure, which the physician subsequently closed. Due to the absence of a backup stent, the procedure was discontinued and rescheduled. A new date for the rescheduled procedure has not yet been confirmed by the physician. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was attempted to be implanted in a biliary obstruction. The axios stent and electrocautery enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts great than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The device is not indicated for treatment of a biliary obstruction.